Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited increased shock lead impedance measurement of greater than 200 ohms. It was noted that there had been a sudden change in the shock impedance trend since about three months ago. The rv lead was capped and surgically abandoned while the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.